Manufacturer narrative:
Insulin pump had an intermittent button response on the down arrow button due to flattened dome switch. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
Customer reported the insulin pump alarmed button error and buttons are not unresponsive. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.